Event description:
It was reported to philips that the device failed to acquire an ibp reading. While the device was reported to have been in clinical use at the time of the alleged failure, there has been no report of an adverse patient/user impact as a result of the issue.